Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed it had signs of repeated use and has a component disassembled and missing. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue recommended against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Investigation results concluded the most likely root cause of the event is design of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: persona tibial articular surface provisional, cat#: 42527900301 lot#: 62373614. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 06626, 0001822565 - 2017 - 06627.

Event description:
It was reported that the device bearings fell out during the cleaning process.